Event description:
It was reported that during a colectomy procedure, the staples would not release. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
.